Manufacturer narrative:
The autopulse li-ion battery (s/n (B)(4)) was returned and evaluated. The root cause was investigated and the complaint was confirmed. The cause was identified as a communication error with messages being delivered between the mc charger and li-ion battery.

Manufacturer narrative:
Customer also indicated that when the li-ion battery was placed into the multi-chemistry charger, it was unable to be charged, however, inspection of the battery itself indicated that it was fully charged. Product in complaint was returned to zoll circulation on 03/12/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
Complainant alleged that during a shift check when an autopulse® li-ion battery was placed into the autopulse® platform a "low battery" message was displayed. There was no report of any patient involvement. No additional details were provided.